Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for air detected in the cassette during fill 1. She saw air bubbles in the patient line. She cancelled the treatment and discovered fluid leaking from the cassette door of the cycler. She was advised to discontinue treatment and contact her pd nurse. She discarded the set. During follow up the patient reported that her effluent remained clear. She has not had any signs of infection. She had contacted her pd nurse and was prescribed prophylactic antibiotic tazicef and cefazolin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.